Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a non-tortuous, severely calcified lesion located in the ostium of the right coronary artery (rca). The device was inspected with no issues. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that stent dislodgement occurred following a failed delivery. The stent delivery system was removed from the catheter and the stent was not present. There was no intervention/removal attempts made as the stent could not be located. It is indicated that there were no adverse events. The patient was reported to be alive with no injury.